Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported air embolism and EKG/ECG changes. However, air embolism and EKG/ECG changes are listed in the mitraclip instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the air embolism requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) was inserted into the anatomy and when removing the dilator, air was introduced. The guide wire was pulled into the dilator and both devices were removed under aspiration. More air was noted and an st segment elevation was observed. Air was noted in the direction of the left ventricular cardiac apex and near the aortic valve. The air near the aortic valve was aspirated with a contrast catheter. After confirming that there was no st drop and no hemodynamic abnormality, the procedure was continued. One clip was implanted, reducing mr to 1. The air in the left ventricle was aspirated however all the air could not be removed as no further suctioning was possible therefore the procedure was completed at this point. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.